Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: apr 24, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the foreign material was received wrapped in gauze inside of a plastic bag. Photo(s) evaluation: the customer provided photos were reviewed in which a black fiber was observed consistent with the returned product. Product evaluation: no issues with the suspect handpiece were found, and no suspect iol was received; therefore, no further evaluation was performed. Foreign material evaluation: the alleged foreign material was identified as pet (polyethylene terephthalate), a common thermoplastic polymer of the polyester family. There are manufacturing controls in place during the manufacturing, design and final inspection phase that aid in preventing and catching the complaint issue reported. A 100% visual inspection is performed on the lenses after design, during cleaning and at final inspection. The cartridges also undergo inspection and testing prior to final packaging. The complaint issue reported would be rejected per manufacturing specifications. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: email address: unknown; requested but not provided. Section e1: telephone number:(B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol with tecnis simplicity, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the unites states under PMA p980040. Section h3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black foreign substance was identified on the trailing haptic during intraocular lens (iol) implantation into the patient's eye. The iol and the foreign substance were removed from the eye. A replacement iol (unknown lens model and serial number) was implanted. There was no reported patient injury. No medical or surgical intervention was required. No additional information was provided.